Manufacturer narrative:
(B)(4). Concomitant medical products: femur trabecular metal (ps); p/n: 42500806802, l/n: 64339580. Natural tibia trabecular metal; p/n: 42530007902, l/n: 64297579. Articular surface fixed bearing (ps); p/n: 42522401014, l/n: 64554378. All poly patella cemented 38 mm diameter; p/n: 42540000038, l/n: 64530909. The reported event was determined to be unrelated to the implanted zimmer biomet device. Orthostatic hypotension can be caused due to a variety of reasons including dehydration, cardiac issues, endocrine problems, nervous system disorders and some medications. In this case a causative factor cannot be conclusively determined based on lack of current information; however it can be presumed the patient had received anesthesia and pain medications which may contribute to this condition, therefore this is a procedural related event. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00806, 0001822565-2020-00809, 3007963827-2020-00071, 0002648920-2020-00153.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient experienced orthostatic hypotension on postop day 1 that required an additional night stay in the hospital for observation. No additional patient consequences were reported and the patient was discharged home the next day.